Manufacturer narrative:
Additional information was received on july 07, 2016. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a fitmore hip stem,uncemented, offset b (extended)/3, taper 12/14 on (B)(6), 2015 and was revised on (B)(6) 2016 due to stem subsidence.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device^history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a fitmore hip stem,uncemented, offset b (extended)/3, taper 12/14 on (B)(6) 2015 and was revised on (B)(6) 2016 due to stem subsidence.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: it was reported that the patient was implanted on (B)(6) 2015 and revised on (B)(6) 2016 due to stem subsidence and pain. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis using dfmea: migration of stem short and long term, splitting of femur, improper initial setting of the implant due to rasp design doesn't correspond to the stem design (functionality). Not possible: a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process post market surveillance. Aseptic loosening, migration of stem short and long term due to wrong handling of the stem, splitting of femur due to surgeon does not comply with surgical technique. Possible: as no further documentation was provided like x-rays or surgical reports, it is unknown how the procedure was performed. Therefore, this point cannot be excluded. Conclusion summary neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).